Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure alarm was due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.